Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed.   Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was recaptured two times. It was noted that the patient's anatomy was challenging and the valve kept landing too low. After being fully deployed, the valve dislodged and moderate paravalvular leak (pvl) occurred. A second valve was subsequently implanted, and pvl was reduced to trace-mild. No additional adverse patient effects were reported.